Manufacturer narrative:
(B)(6). Patient weight is an approximation. Date of event: unknown. Additional product codes: mnh, mni, kwq, kwp. (B)(4). Device has reportedly not been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an x-ray revealed the pedicle screw sheared off. The original surgery, performed (B)(6) 2015, was a transforaminal posterior lumbar interbody fusion (tplif) at l4-s1 for treatment of an unknown diagnosis. No plans for a revision at this time. Concomitant devices: part 04.632.001, lot unknown, quantity 1 (ti matrix top loading polyaxial head); part 09.632.099, lot unknown, quantity 1 (matrix locking cap without saddle); part 04.636.065, lot unknown, quantity 1 (5.5mm ti curved rod 65mm). This is report 1 of 1 for (B)(4).